Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 35 mmol/l at the time of event and the patient got treated with intravenous insulin. The length of hospitalization was for 3 nights. The patient also had symptoms like confusion, feeling sick and unwell flu-like and blood on the infusion set. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009631, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009631. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009631 was manufactured according to the work instruction (wi) version 81 and manufactured in the m12 on 10-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is require for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment. Therefore, this issue will be monitored through the post market surveillance activities.